Event description:
Reportedly, this valve was explanted after approximately a 10 month implant duration due to severe mitral regurgitation and coronary artery disease.

Manufacturer narrative:
Device not returned.